Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level.